Manufacturer narrative:
The valve was patent; it met the requirements for reflux and siphon testing. It also met the specifications for leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported vent. The device met all specifications for pressure-flow and preimplantation testing with the exception of pressure-flow testing at -50 cm hp. Proteinaceous debris was observed on the interior as well as the exterior of the valve. The instructions for use that accompany the device caution that "shunt obstruction may occur in any of the components of the shunt system. The system may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." A review of manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacturer.

Event description:
It was reported to medtronic neurosurgery that the valve was found to be leaking during surgery. According to the report, another set was used to complete the surgery. There was no impact to the patient reported.